Event description:
The device read 48mg/dl and a lab performed that day read 287mg/dl. No timeframe was provided. No treatment received. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.